Event description:
It was reported that the device was powered on and user noticed that lines were missing form the top half of the display. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was found to have led display segments incorrectly illuminating due to defective lcd/pcba board. The main lcd/pcba was replaced with known good and the unit functioned as designed.